Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer was experiencing a cleaner reagent leak. The volume of the leak was approximately 5 ml and was not contained within the instrument. The analyzer did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed that the source of the leak was a hole in the tubing at pinch valve vl46a. The vl46a supplies pressurized diluent to the upper sheath restrictor. The fse cleaned the spill and replaced the affected tubing. No further evidence of leaking was observed. Failure mode was attributed to a hole in the tubing at pinch valve vl46a. Beckman internal identifier number for this report is (B)(4).